Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the device was found to be in back up vvi mode. Patient will be brought into the clinic for a possible firmware download. No further information available.